Event description:
The patient contacted baxter's technical service center regarding feeling overfilled, which occurred on the homechoice (hc) during use during dwell 1 of 4. The patient stated he performed a continuous ambulatory peritoneal dialysis drain and a fill of 2000ml two hours prior to starting therapy that night. The patient stated the hc only drained 137ml during the initial drain and then proceeded to fill 1. The baxter technical service representative (tsr) performed a manual drain on the patient. The manual drain volume equaled 5243ml. The patient stated their therapy was programmed for continuous cycling peritoneal dialysis, with a total volume of 12000ml, a fill volume of 2500ml, a last fill volume of 2000ml, a dextrose setting of same, and an initial drain volume of 90ml. The patient was empty after performing the manual drain. The patient stated there was a bulge in his stomach but he was not in pain. The patient stated he thought the bulge in his stomach might be his hernia but was not sure. The tsr instructed the patient to contact the rn. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated they were aware of the event. The rn stated the patient has not reported any other symptoms or drain volumes that meet iipv criteria. There was no patient injury or medical intervention associated with this event. The rn did confirm that the patient had a hernia, but stated it was not related to this event. No further information regarding the hernia was provided. The rn stated the patient has been continuing therapy on the cycler successfully since then. No allegations were made against any of the patient's dialysis products. Additional information was obtained on (B)(6) 2012, from the rn. The rn stated the patient did not have a hernia nor did the patient have a past medical history of a hernia. The rn stated the patient did have a past history of a surgical procedure done on his abdomen (reasons unknown), but the rn stated it was not for a hernia. The rn denied having any further follow up information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, a false empty detect at initial drain and initial drain alarm volume was met.

Manufacturer narrative:
(B)(4). The machine has been received, and the evaluation is currently in-process. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.